Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options to determine the nature of the noise, with muscle noise suspected. The sensing vector was reprogrammed and the patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.